Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to rupture of the aortic vessel.

Event description:
This information was found during the one-year post-marketing surveillance of gore® tag® thoracic endoprosthesis in (B)(6). On (B)(6) 2010, the patient underwent an endovascular repair of a thoracic aortic aneurysm a gore® tag® thoracic endoprosthesis. After implantation, a rupture of the aorta at the distal flare of the device was identified. Another gore® tag® thoracic endoprosthesis was implanted to repair the rupture. Transfusion and tracheotomy were also performed. The patient tolerated the procedure. On (B)(6) 2011, the patient was doing well at the one month follow-up examination.